Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the ignition function failed due long-term use.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information and the results of the device evaluation. The user facility reported that upon further troubleshooting, the issue was confirmed to be associated with the light source and the suspect device was returned to olympus. The suspect device was evaluated and the reported problem was confirmed. It was determined the igniter was faulty, causing the spare lamp to come on and not ignite the main lamp. The unit was also determined to have a non-olympus bulb installed.

Event description:
The problem, as reported to olympus, occurred and was identified during preparation for use. The intended procedure was complete using another olympus light source. There was no patient injury or medical intervention associated with the event.

Manufacturer narrative:
The user facility reported to olympus that the cause of the problem was traced to a single rigid scope and all other scopes and cameras functioned as expected; per the user facility, the scope was not recognized. The scope was referred for service to resolve the issue.

Event description:
A user facility reported to olympus that the lamp went out after 100 hours and the error code "e103" was generated. There was no patient injury or harm, associated with the problem, reported to olympus.